Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker system presented to the emergency room lightheaded with heart rates in the 30s. Subsequently, intermittent right ventricular loss of capture was discovered. Technical services advised capture thresholds had increased since implant. Additional information has been requested but was not provided. This pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker system presented to the emergency room lightheaded with heart rates in the 30s. Subsequently, intermittent right ventricular loss of capture (loc) was discovered. Technical services advised capture thresholds had increased since implant. Additional information provided the cause of loc could not be determined. However, reprogramming was completed and there has been no evidence of loc since. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.